Event description:
It was reported that at the time of closing during a new implant one of the instruments nipped the lead wire and cut the plastic housing around the lead. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39286, serial# (B)(4). Product type: lead. (B)(4).

Event description:
It was later reported that the lead was replaced with a new lead. There were no symptoms associated with the event and the patient was doing great with 100% coverage.

Manufacturer narrative:
Product ID 39286, serial # (B)(4), product type lead; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. The initial MDR was filed as MFR report # 3007566237-2013-00830. (B)(4).

Manufacturer narrative:
(B)(4).